Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. The customer declined to troubleshoot to determine a possible cause of the occlusion alarms. Reportedly, the customer reverted to manual injections for insulin therapy.